Manufacturer narrative:
The information that provided in section with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer experienced hypoglycemia and was hospitalized for dehydration on (B)(6) 2020. The customer's blood glucose level was in the 40s mg/dl the day before the call. Customer was treated with orange juice and cookies. Blood glucose was less than 300 mg/dl in the morning prior to calling. Customer thinks the insulin pump was not working as they woke up not having active insulin and the basal shut off. Self-test was completed without alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia and was hospitalized on an unknown date for dehydration. The customer's blood glucose level at morning was 300 mg/dl and other was 40 mg/dl. Customer was treated with orange juice and cookies to bring back blood glucose level. The customer reported that the self test was performed and found no alarm. The device will not be returned for analysis.